Manufacturer narrative:
Results: the neuron 070 was ovalized approximately 53.0, 55.0, 99.0 through 110.0 cm from the hub. Conclusions: evaluation of the returned neuron 070 confirmed that the catheter shaft was ovalized. If the device is forcefully gripped or pinched during removal of the device from its packaging or if the device is forcefully inserted into a parent device without the provided peel-away sheath, damage such as ovalization may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the tip of a neuron 6f 070 delivery catheter (neuron 070) was flattened upon removal from the packaging. The damage to the device was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new neuron 070.